Manufacturer narrative:
Additional information: no intervention was required for removal of the device and the device safely removed from the patient. No vessel damage reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 120cm calcified plaque lesion with 90% stenosis, moderate calcification, and moderate tortuosity in the proximal superficial femoral artery, the protege everflex stent was unable to be deployed after pre-dilation with 4x150 and 5x150 balloons. Artery diameter reported as 6mm. The stent was delivered to the lesion site without resistance using a 6fr non-medtronic sheath and a 0.035 non-medtronic guidewire. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed at the lesion site in preparation for deployment. After the deployment issue was identified, another everflex stent was used to complete the procedure. On removal stent struts were exposed/visible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the customer returned 1 video clip for evaluation. Video clip: this clip depicts an attempt to operate the device. The stent can be seen partially exposed and the push grip is being operated with no effect on the stent. The blue outer sheath appears to be away from under the strain relief. Product analysis the device was returned with the manifold safety locking pin mechanism loosened, with stent fully enclosed, the stent was confirmed as 150mm from the strain relief, approx 9mm of the stent was exposed from the device, the strain relief was removed from the device, and the blue outer sheath came away from under the bond, the stent was confirmed as 150mm after the deployment, with no abnormalities observed, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.